Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the allura system was giving a warning "motorized movement not available" and the system went down. Review of the system log file confirmed the malfunctioning of geometry ui module. Upon inspection, the fse determined the problem with the geo module, which was not working. The fse replaced the non-working geo module with the old one to get the customer back up and running. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the motorized movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.